Event description:
Pt reported that they are having issues with the administration of their hyqvia medication as their pump needs to be recalibrated. It is unknown if this caused the pt to miss any doses or experience any adverse events. It is unknown if the device is available for return. The device serial number was not provided. No additional details, dates, or information provided. Pt infusing 2-20 gm/200 ml vials of hyqvia. Indication: common variable immunodeficiency, unspecified.